Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: a lump under arm which started 3 years ago.

Event description:
Patient's parent called to "inquire about the breast implant recall," and reported "a lump under [patient's] arm which started 3 years ago" against left side device. Device remains implanted.